Event description:
Report received of an adverse event while the pump was in use. The pump was originally programmed to deliver 1mg/ml. Morphine at an unspecified dose, but the pt continued to complain of pain. The physician was called and the morphine was discontinued and dilaudid was ordered. On the day before the event at 10:20am, the pump was programmed to deliver an unspecified dose of 1mg/ml dilaudid. On the day of the event at 7:00am, the pt was found to be oversedated, arousable, but responsive to verbal commands. The risk mgr reported that the pt received three doses of narcan and the pt responded. However, at 10:00am the pt went into acute renal failure. The pt was discharge from the hospital, still requiring dialysis treatments. Though requested there was no further info available.